Event description:
It was reported that the patient presented to the emergency room after experiencing multiple syncope events and severe bradycardia. Upon interrogation, the pulse generator exhibited backup vvi operations and did not provide any pacing. The patient had fell several times due to lack of pacing. It was suspected that the device reached end of life. The device was explanted on (B)(6) 2021 and replaced. The patient was recovering post procedure.